Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported the device broke at the threads during surgery with normal usage. The tip was recovered and a one minute delay in surgery was reported. There was a square device available that functioned properly. There was no injury to the pt.